Event description:
Acute hemoptysis following rupture of a dilatation catheter balloon in a 61 yo female. (B)(6) pt (patient) had a left upper arm av (arteriovenous fistula) fistula angiogram and angioplasty of the central dialysis circuit. Then angiogram/venogram showed stenosis in the central veins and a venous angioplasty was used to dilate the stenosis. While the balloon was being used, it ruptured. Shortly thereafter the pt began to have a sensation of chest burning and developed hemoptysis. Upon removal of the balloon, it showed shearing of the balloon and it was "difficult to tell if a portion of the balloon was missing". Estimated blood loss from the hemoptysis was 100 ml. Pt was taken for an emergent chest CT (computed tomography) scan which showed "extraluminal catheter fragment in the mediastinal fat"... She was transferred to the critical care unit for monitoring. Pt reported some throat swelling and cough on the unit which had occurred previously after having contrast. She was treated with prednisone and improved. Her hemoptysis did not recur. (B)(6) 2024 she was discharged home.